Event description:
It was reported that the zmb00 lens was inserted and removed requiring enlargement of the incision. It was stated that approximately three to four stitches were placed. The patient had a vitrectomy. A za9003 was placed in the sulcus. No patient injury was reported.

Manufacturer narrative:
(B)(4). Enlarged incision (B)(4). Intraocular lens. The lens was not received for analysis. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.